Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The device was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. The insulin pump was not exposed to moisture and the buttons were not pressed for longer than three minutes. Nothing further was reported.